Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation of the subject pacemaker on a regular follow-up on (B)(6) 2017, abnormal data were observed on both atrial and ventricular leads impedance and detection curves between the end of (B)(6) 2017. The patient did not undergo any particular treatment or examinations around this timeframe. It was also reported that some waveforms that could result from noise were observed on recorded v burst episodes. No noise was observed when the patient performed isometric test, moved the arm up and down, or when pressure was applied around the implant site using the programming head. The next follow-up was scheduled for (B)(6) 2018.

Event description:
Reportedly, upon interrogation of the subject pacemaker on a regular follow-up on (B)(6) 2017, abnormal data were observed on both atrial and ventricular leads impedance and detection curves between the end of (B)(6) 2017. The patient did not undergo any particular treatment or examinations around this timeframe. It was also reported that some waveforms that could result from noise were observed on recorded v burst episodes. No noise was observed when the patient performed isometric test, moved the arm up and down, or when pressure was applied around the implant site using the programming head. The next follow-up was scheduled for (B)(6) 2018.

Event description:
Reportedly, upon interrogation of the subject pacemaker on a regular follow-up on (B)(6) 2017, abnormal data were observed on both atrial and ventricular leads impedance and detection curves between the end of (B)(6) 2017 and mid-(B)(6) 2017. The patient did not undergo any particular treatment or examinations around this timeframe. It was also reported that some waveforms that could result from noise were observed on recorded v burst episodes. No noise was observed when the patient performed isometric test, moved the arm up and down, or when pressure was applied around the implant site using the programming head. The next follow-up was scheduled for (B)(6) 2018.

Manufacturer narrative:
Preliminary analysis of the associated software data confirmed a temporary corruption of the data associated to the holter memory.